Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that error icon displayed occurred. Product was provided for investigation. An external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and passed. Functional tests were not performed due to the receiver usb port connector was not recognized to download log. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver usb port connector was not recognized to download log. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).